Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) not performing as expected. The aus was removed and replaced. The exact device malfunction could not be identified upon removal. There were no patient complications related to the event.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.